Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/28/2022, it was reported by a patient via phone that a she underwent a reverse total shoulder arthroplasty on (B)(6) 2022 where jumpstart was used, and resulted in chemical burns. The patient stated the burns have fully healed. There was no additional information provided.